Manufacturer narrative:
The evaluation noted that revision reported was likely the result of human error was considered to be a cause of this failure. Two possible scenarios include using the incorrect size adapter plate or attempting to remove the adaptor plate with a tool other than the truliant drop rod handle, as stated per the operative technique. The geometry of the truliant drop rod handle, in addition to an appropriately constrained adaptor plate, as designed creates a scenario in which contact with the flexure is extremely difficult. The design lends to being susceptible to breakage if used incorrectly due to the use of ultem material with a thinner aspect under load. The most probable root cause associated with the reported event of "broken - retrieved from patient" is likely the result of using an osteotome to remove the adaptor plate and not the truliant drop rod handle, which likely led to fracturing of the central flexure. A risk assessment has been initiated to escalate this issue.

Event description:
As reported, during removal/withdrawal in a procedure on this male patient, the surgeon used an osteotome to remove adaptor plate and broke part of it. All pieces were recovered. The patient was not affected.